Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during PICC line insertion, the peel away sheath/dilator was inserted using a dilate-up approach without any difficulty. Could not advance the PICC line, sheath/dilator placement assessed by ultrasound and dilator noted to be in subcutaneous tissue outside of the vein. Sheath/dilator removed , and dilator noted to have broken through the sheath and the sheath was kinked. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly and product lidstock for analysis. Definite evidence of use in the form of biological material was observed on the returned components. Upon receipt, visual examination of the returned assembly revealed that the dilator had punctured through the center of the body of the peel-away sheath. The puncture hole was located along one of the score lines; however, the sheath extrusion and tabs were intact apart from the damage caused by the dilator. Kinking of the sheath was observed at the location that the dilator extruded out of the sheath body. Minor white stress marks and/or tearing were observed on the extrusion towards the sheath tabs. Visual and microscopic examination of the dilator revealed minor bending of the body, which is likely correlated with the reported defect. The appearance of the damage is consistent with damage resulting from an attempted insertion of the dilator through the sheath; however, the dilator is not intended to be advanced through the sheath during insertion of this assembly. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.0100" , which is within the specification limits of 0.097"-0.102" per the sheath extrusion product drawing. The sheath inner diameter measured 0.079" , which is within the specification limits of 0.079"-0.084" per the sheath extrusion product drawing. Therefore, the sheath body wall thickness is within product specifications. The returned dilator was able to be removed and re-inserted through the sheath. Light resistance was encountered at the location of the sheath kinking; however, the dilator was able to fully lock onto the sheath tabs. Performed per IFU statement, "ensure dilator is in position and locked to hub of sheath". A review of the instructions for use (IFU) provided with this kit was performed. The dilator is intended to be advanced into the sheath and locked in place. The subassembly is then intended to be advanced over the guidewire and into the patient's vasculature. Clinical and medical affairs (cma) was consulted as part of this complaint investigation. They confirmed that this defect likely arose due to the dilator being separated from the sheath to dilate the tissue and then reinserted into the sheath during insertion. This reinsertion likely contributed to the damage to the sheath. They additionally confirmed that the damage is consistent with a user error cause. The master sample kit (msk) graphic was reviewed as a part of this complaint investigation. Based on the graphic, the sheath and dilator are fully assembled together with a protective tubing when packaged in the kit. Therefore, it can be confirmed that the components were manipulated by the customer. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." It also states, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of a peel-away sheath damage was confirmed through the investigation of the returned sample. Upon receipt, it was observed that the dilator had punctured through the center of the body of the peel-away sheath, resulting kinking and stressing of the sheath extrusion. The puncture hole was located along one of the score lines, but the sheath extrusion and tabs were intact apart from the damage caused by the dilator. As confirmed with cma, the appearance of the damage is consistent with damage resulting from an attempted insertion of the dilator through the sheath; however, the dilator should not be advanced through the sheath during insertion of this assembly. A device history record was performed with no findings to suggest a manufacturing related issue. Based on the appearance of the damage and the customer report that the defect was identified during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during PICC line insertion, the peel away sheath/dilator was inserted using a dilate-up approach without any difficulty. Could not advance the PICC line, sheath/dilator placement assessed by ultrasound and dilator noted to be in subcutaneous tissue outside of the vein. Sheath/dilator removed , and dilator noted to have broken through the sheath and the sheath was kinked. The patient was reported as fine post the procedure."